Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio vibrate anomaly and the issues with the warning tone of a no delivery. The customer¿s blood glucose level was unknown. The tone test was performed and the insulin pump did not beep during the tone test. The device will be returned for the analysis.

Manufacturer narrative:
Device passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No unexpected audio/beep/vibrate anomaly noted during testing.